Event description:
A surgeon reports difficulty unloading the intraocular lens from the delivery system cartridge. As a result, surgical intervention was required. The details of the intervention have not been provided. Additional info has been requested.